Event description:
It was reported during the implant when the end cap and boot were being placed over the lead, the set screw was over-tightened and the block within twisted and compromised the lead. A new lead was used, and the case was completed without any issues.

Manufacturer narrative:
(B)(4).